Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings of 52 mg/dl, 228 mg/dl, and 307 mg/dl within 10 minutes on their blood glucose monitor. Tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.